Event description:
It was initially reported that the pt had passed when the explanted lead portions and pulse generator were returned from medtronic. No specifics on pt death, date, or location were provided from the medical examiner's office. The returned lead portions were analyzed and that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete eval could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. There is no evidence to suggest an anomaly with the returned portions of the device. A search performed in the MFR's programming history database did not show any known diagnostics, but the battery life estimation indicated that the device like had a depleted battery for approx 3 years prior to receipt of the generator. It is unclear if the pt's device was at an end of service at the time of death. Good faith attempts to obtain additional info have been unsuccessful to date.